Manufacturer narrative:
(B)(4). Section g4: the mr850gju is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k110019. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
During device evaluation of a mr850 respiratory humidifier at our fisher & paykel healthcare (f&p) regional office in japan, it was found that the audible alarm was not functioning. There was no patient involvement.